Event description:
The surgeon uses a bi-manual technique whereby he separates his infusion and irrigation (i.e. Infusion is not via the phaco handpiece, but through a separate cannula). The end of the phaco infusion sleeve that would normally cover the phaco tip is removed, to allow the tip to fit through a smaller incision. The result is that there is a bare phaco needle operating in the wound. A corneal burn occurred. Multiple attempts were made for patient status with no response to date.

Manufacturer narrative:
No samples were received for investigation. No further information received. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: (B) (4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B) (4)